Event description:
The hospital's sterile processing department alerted biomed that the sterad sterilizer was leaking oil. The manufacturer recommended that the machine be put out of service until a service engineer could resolve the issue. This device was down for a significant amount of time and delayed the processing of medical equipment. This issue happened one week after a preventative maintenance was completed on the system.